Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary vessel. A 15mm x 2.75mm nc quantum apex¿ balloon catheter was advanced for dilation. However, upon the first inflation at 4 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary vessel. A 15mm x 2.75mm nc quantum apex¿ balloon catheter was advanced for dilation. However, upon the first inflation at 4 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated. Device lot number updated and corrected from 21531911 to 21051883. Device expiration date updated and corrected from 12/18/2020 to 08/23/2020. Device manufactured date updated and corrected from 12/19/2017 to 08/26/2017. Device evaluated by MFR: returned product consisted of an nc quantum apex balloon catheter. The balloon was loosely folded. The tip is damaged. There are numerous hypotube kinks. Inspection of the device presented no other damage or irregularities. Functional testing was carried out. The returned device inflated and held pressure for 5 minutes without leaking. Product analysis did not confirm the reported burst event. Review of the product specification indicates the rated burst pressure (rbp). There is no indication the device was inflated over rbp. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary vessel. A 15mm x 2.75mm nc quantum apex¿ balloon catheter was advanced for dilation. However, upon the first inflation at 4 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.